Manufacturer narrative:
This report is submitted on october 20, 2017. (B)(4).

Event description:
Per the clinic, the patient developed redness and granulation of the tissue at the abutment site. Subsequently, the patient was treated with oral antibiotics and the site was treated an antibacterial cream and silver nitrate.